Event description:
It was reported there was a speaker issue with the telemetry device, which resulted in minimal patient care impact as nursing staff was monitoring the patient at the time of the finding. As 'speaker malfunction' technical inop occurred, and no sound was generated by the device. There was no report of actual harm associated with this complaint. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) interviewed the customer who mentioned there was no sound at all coming from the device and a speaker malfunction error message present. The customer has requested a bench repair. The nursing staff implemented a spare device until the unit returns from the bench. Diagnostic/functional testing was performed at the philips authorized repair facility. The speaker was unable to be tested in the unit. However, the speaker was tested in the mt56060, and it had sound. Results of the evaluation could not confirm the customer's alleged malfunction. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed. Although the speaker was confirmed to have sound, the speaker assembly was replaced per current process. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.